Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, a review of the alarm log, and functional testing were performed. The low battery alarm was identified during the review of the alarm log. The cause of the condition was determined to be depleted batteries. To correct the condition, the batteries were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a low battery alarm. No additional information is available.